Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that they received compromised force sensor system alarm. The customer's blood glucose was unknown at the time of incident. The customer's mother stated that the drive support cap appeared normal. The customer's mother was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Compromised forced sensor alarm during the basic occlusion test due to loose/protruded drive support disk.unable to perform functional test due to compromised forced sensor alarm unit had minor scratched lcd window, cracked case near display window corners, cracked battery tube threads, cracked reservoir tube lip, reservoir tube cracked, cracked reservoir tube window and cracked lcd window.